Event description:
On (B) (6) 2008, dermabond was used to close the incision of a total hysterectomy. About three weeks later, blisters at the incision area became increasingly prominent. The blisters had not subsided. The pt had been applying a steroid drug to control the blisters. The surgeon stated that the contact dermatitis occurred because of the product. During subsequent follow-ups, the customer reported that the reaction had occurred previous to three weeks, but became prominent at three weeks. The skin had been prepped with osvan (benzalkonium chloride). There was no sensitivity test performed, and it is unk if the pt has any allergies. The steroid drug was used as first aid for contact dermatitis. No additional info was provided regarding the type of steroid used. The pt is currently in stable condition. The surgeon believes that the reaction was caused by the product because it occurred around the application area.

Manufacturer narrative:
Retention samples from lot zma015 were submitted to qc lab for evaluation of set temperature and impurities. Samples tested well within release specifications. Some info for this report may not have been provided at this filing. If the info is provided at a later date, a supplemental filling will be sent. The event description does not suggest that the functional performance of the device was out of specification, but indicates a possible sensitivity reaction. A small percentage of the population may have hypersensitivity to the adhesive or its derivatives. Typically these reactions occur immediately after application. Without sensitivity testing on these materials, it is not possible to determine if the reaction was due to the adhesive or other factors. The package insert informs the user that reactions may occur in pts who are hypersensitive to cyanoacrylate or formaldehyde. Reactions in these pts are typically limited to redness and/or inflammation that resolved without further treatment once the adhesive has been removed.